Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. To resolve these issues, customer changed the infusion set and cartridge, then resumed insulin delivery.